Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 6935 implantable tachy lead (B)(6) 2013. (B)(4).

Event description:
It was reported that the patient experienced pain at the incision site. There was visible suture material at the healed incision line which was removed and the patient continued to experience pain. The physician incised the incision and there was no sign of infection or suture. The device remains in use. The patient is enrolled in the (B)(6) registry. No further patient complications have been reported as a result of this event.